Event description:
Note: this pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-01576. It was reported to boston scientific corporation that polyflex esophageal stent was used during an esophagogastroduodenoscopy with stent placement. According to the complainant, a 90 degree turn was required by the physician, due to the orientation of the esophagus and the anatomy of the stomach. The physician was able to cross the stricture, however, during attempts to deploy the stent, the catheter bent and the stent could not be deployed. Another polyflex esophageal stent of a different size was used with the same outcome. The physician was unable to complete the procedure. There was no report of patient complications reported as a result of this event. The patient's condition was reported to be "okay."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.